Event description:
As a female staff member was performing blood work while using a kawasumi needle on a male patient, they were needing to hold the blood collection holder in place. As a result of the needle holder not staying in place the female staff member received a needlestick from a dirty needle. The staff member went for blood work internally at their office and was going to also have the patient get tested as well to determine next steps.